Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v110203, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-33, lot# v110203, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient developed bladder cancer after the device was implanted and had their bladder removed. The reporter indicated that ¿it was too complicated to have the implant completely removed¿. Three days later, it was reported that the patient¿s implantable neurostimulator (ins) was not removed and the status of the device, that is, whether it was on or off, was unknown. The patient reportedly had a colonoscopy done and polyps were found. Cautery was going to be needed but the patient was unable to have the polyps removed due to the unknown status of the device. If additional information becomes available, a follow-up report will be submitted.